Manufacturer narrative:
Mentor received additional event information that the patient underwent explantation and replacement with 800cc smooth mentor memorygel breast implant, catalog#: 3508001bc, left serial#: (B)(6) and right serial#: (B)(6) on (B)(6) 2020. Furthermore, a discrepancy with impacted side has been noted. Both devices have lot number: 265571, and both serial numbers: (B)(6) (left) and (B)(6) (right) were provided, but it is unclear which side is the impacted side. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient had an MRI that indicated bilateral rupture of implants; right-sided implant rupture and left-sided suspected rupture. This medwatch report is for the right-sided implant. Refer to manufacturer report number 1645337-2020-12270 for report on the contralateral device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation based on photographic evidence provided of the suspect medical device. Photographic evidence evaluation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Concomitant products: 800cc mentor memorygel breast implant, catalog # 3548001, lot # 265571, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a 800cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.